Event description:
It was reported that on (B)(6) 2010, device system was explanted and replaced due to infection. Follow up revealed (B)(6) was cultured out and patient was treated with vancomycin. "Unfortunately the patient struggled with chf, dehydration and ongoing back pain. He had a myocardial infarct while in the hospital and eventually on (B)(6) died of a cardiac arrest while still in the hospital." There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.